Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit alarming code 5. There was no patient involved.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit alarming code 5.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) stated upon further troubleshooting, the unit did not have any error code log entries. The fse replaced the main pcb board, and the unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and was cleared for use. The failure analysis and testing dept. Received part number 0670-00-0788 pcb, iabp main board serial number (B)(6) with a reported unit failure of unit alarming code 5. The failure analysis and testing dept. Installed part number 0670-00-0788 pcb, iabp main board serial number (B)(6) into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. After the cs 300 booted up and completed its' self check, maintenance code 5 was observed on the display, along with the system alarm. The fat was able to replicate the failure experienced by the customer. The main board failed testing. Retaining this board in the fat dept, as per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).